Manufacturer narrative:
H6: the authorized service provider (asp) will examine the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had little to no ventilation output. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient but no response has been received.

Manufacturer narrative:
H6: ventec has made multiple unsuccessful attempts to contact the customer who reported the issue, asking whether the device will be returned to ventec for evaluation. The reporter has not responded to these requests. In the event that the device is received for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.